Manufacturer narrative:
(B)(4).

Event description:
It was reported patient underwent reverse total shoulder procedure on (B)(6) 2012. During the procedure, the humeral trial was found to be fractured and could not be used. The surgeon used the implants to trial the size then proceeded to implant the components. The surgeon noted the fit was too tight and explanted the components. Upon removal of the implants, a spiral fracture of the humerus was noticed. A comprehensive long revision stem had to be delivered from the distributor's office to the hospital in order to complete the procedure. A delay of approximately one (1) hour occured due to this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Therefore, the following could not be completed: expiry date; manufacture date. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent reverse total shoulder procedure on (B)(6) 2012. During the procedure, the humeral trial was found to be fractured and could not be used. The surgeon used the implants to trial the size then proceeded to implant the components. The surgeon noted the fit was too tight and explanted the components. Upon removal of the implants, a spiral fracture of the implants was noticed. A comprehensive long revision stem had to be delivered from the distributor's office to the hospital in order to complete the procedure. A delay of approximately one (1) hour occurred due to this event.